Event description:
It was reported that (2) devices were used during a cystectomy. It was reported by the affiliate that it was difficult to open and close the handle of the tim20 jaws. The clips are applied well, but it requires strength by the operator. There was no consequence to the pt.